Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose value was 625 mg/dl. Reportedly, the customer administered correction boluses and manual dose injections to address their bg level. The customer intended to administer a bolus but failed to complete the process. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer not completing the bolus process. The customer acknowledged and continued using the pump for insulin therapy.